Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("irregular bleeding/abnormal bleeding (general)") and uterine prolapse ("other injury(ies) or complication(s) please describe: uterine prolapse") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysmenorrhea in (B)(6) 2014. Concurrent conditions included factor v leiden carrier since december 2015 and uterine leiomyoma. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2015, axotal (esgic) since (B)(6) 2014, cyclobenzaprine since december 2014, ibuprofen since (B)(6) 2015, medroxyprogesterone (depo provera) since (B)(6) 2015, montelukast (singulair) since (B)(6) 2014 and verapamil since (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 7 months 25 days after insertion of essure, the patient experienced uterine prolapse (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("has had her period every day since essure was placed/abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with acetylsalicylic acid (baby aspirin), surgery (total vaginal hysterectomy, total hysterectomy (uterus and cervix removed)) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, uterine prolapse, dyspareunia, migraine, headache and vaginal haemorrhage outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine prolapse and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received, reporter added, events added:, migraine, headache, abnormal bleeding (vaginal), dysmenorrhea, concomitant disease added, treatment drug added, historical condition added, concomitant drugs added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and uterine prolapse ('other injury(ies) or complication(s) please describe: uterine prolapse') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual cramps in (B)(6) 2014. Concurrent conditions included factor v leiden carrier since (B)(6) 2015 and uterine leiomyoma. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2015, butalbital;caffeine;paracetamol (esgic) since (B)(6) 2014, cyclobenzaprine since (B)(6) 2014, ibuprofen since (B)(6) 2015, medroxyprogesterone acetate (depo provera) since (B)(6) 2015, montelukast sodium (singulair) since (B)(6) 2014 and verapamil since (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("has had her period every day since essure was placed/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"), 7 months 18 days after insertion of essure. On (B)(6) 2015, the patient experienced uterine prolapse (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("irregular bleeding/abnormal bleeding (general)"), post procedural complication ("post removal complications") and psychological trauma ("psych injury"). The patient was treated with acetylsalicylic acid (baby aspirin) and surgery (total vaginal hysterectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the uterine prolapse, migraine, headache, post procedural complication and psychological trauma outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, psychological trauma, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Most recent follow-up information incorporated above includes: on 14-aug-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and uterine prolapse ('other injury(ies) or complication(s) please describe: uterine prolapse') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual cramps in (B)(6) 2014. Concurrent conditions included factor v leiden carrier since (B)(6) 2015 and uterine leiomyoma. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2015, butalbital;caffeine;paracetamol (esgic) since (B)(6) 2014, cyclobenzaprine since (B)(6) 2014, ibuprofen since (B)(6) 2015, medroxyprogesterone acetate (depo provera) since (B)(6) 2015, montelukast sodium (singulair) since (B)(6) 2014 and verapamil since (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("has had her period every day since essure was placed/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"), 7 months 18 days after insertion of essure. On (B)(6) 2015, the patient experienced uterine prolapse (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("irregular bleeding/abnormal bleeding (general)"), post procedural complication ("post removal complications") and psychological trauma ("psych injury"). The patient was treated with acetylsalicylic acid (baby aspirin) and surgery (total vaginal hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the uterine prolapse, migraine, headache, post procedural complication and psychological trauma outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, psychological trauma, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and uterine prolapse ('other injury(ies) or complication(s) please describe: uterine prolapse') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual cramps in (B)(6) 2014. Concurrent conditions included factor v leiden carrier since (B)(6) 2015 and uterine leiomyoma. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2015, butalbital;caffeine;paracetamol (esgic) since (B)(6) 2014, cyclobenzaprine since (B)(6) 2014, ibuprofen since (B)(6) 2015, medroxyprogesterone acetate (depo provera) since (B)(6) 2015, montelukast sodium (singulair) since (B)(6) 2014 and verapamil since (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("has had her period every day since essure was placed/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"), 7 months 18 days after insertion of essure. On (B)(6) 2015, the patient experienced uterine prolapse (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("irregular bleeding/abnormal bleeding (general)"), post procedural complication ("post removal complications") and psychological trauma ("psych injury"). The patient was treated with acetylsalicylic acid (baby aspirin) and surgery (total vaginal hysterectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the uterine prolapse, migraine, headache, post procedural complication and psychological trauma outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, psychological trauma, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome updated for previously reported event vaginal hemorrhage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and uterine prolapse ('other injury(ies) or complication(s) please describe: uterine prolapse') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual cramps in (B)(6) 2014. Concurrent conditions included factor v leiden carrier since (B)(6) 2015 and uterine leiomyoma. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2015, butalbital;caffeine;paracetamol (esgic) since (B)(6) 2014, cyclobenzaprine since (B)(6) 2014, ibuprofen since (B)(6) 2015, medroxyprogesterone acetate (depo provera) since (B)(6) 2015, montelukast sodium (singulair) since (B)(6) 2014 and verapamil since (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("has had her period every day since essure was placed/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"), 7 months 18 days after insertion of essure. On (B)(6) 2015, the patient experienced uterine prolapse (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("irregular bleeding/abnormal bleeding (general)"), post procedural complication ("post removal complications") and psychological trauma ("psych injury"). The patient was treated with acetylsalicylic acid (baby aspirin) and surgery (total vaginal hysterectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, genital haemorrhage and menorrhagia had resolved and the uterine prolapse, vaginal haemorrhage, migraine, headache, post procedural complication and psychological trauma outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, psychological trauma, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter information added. Events: post removal complications, psych injury added. Event outcome was updated. Event genital haemorrhage made medically non-significant. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), uterine prolapse ("uterine prolapse") and genital haemorrhage ("irregular bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced menorrhagia ("has had her period every day since essure was placed"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine prolapse (seriousness criterion medically significant), dyspareunia ("dyspareunia") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total vaginal hysterectomy) and surgery. At the time of the report, the pelvic pain, uterine prolapse, menorrhagia, dyspareunia and genital haemorrhage outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and uterine prolapse to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Most recent follow-up information incorporated above includes: on 30-aug-2017: case classification change to potential legal. Event dyspareunia, chronic pelvic pain, and irregular bleeding added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only" incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.